Event description:
On 8/9/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that the radiographic shows nonunion. The physician mentioned that the nonunion is not related to the nail system device inserted. The physician also reported that the nail system was removed postoperatively for revision nailing and bone graft. The physician did not disclose either surgery dates.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.